Event description:
Per physician¿s note: ¿the first icy catheter placed was defective with a blown balloon and had to be replaced over a wire. Unclear if fragments of the balloon were retained¿. Catheter was saved and reported to the manufacturer.